Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an cytology procedure performed on (B)(6), 2010. According to the complainant, while brushing the bile duct for a billiary stricture, the handle broke from the device. The procedure was completed with another rx cytology brush. No patient complications were reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working length torn and pull wire detached.

Manufacturer narrative:
A visual evaluation of the returned device found that the thumbing cannula was bent and broken. The cannula was found to be partially collapsed at the break indicating that the cannula most likely bent before it broke. The working length of the device was found to be twisted, deformed and kinked in multiple places. The sheath was found to be torn jaggedly for a length of 1 centimeter at the distal end of the guidewire channel. A functional evaluation found that the brush of the device could not be actuated due to the pull wire being separated from the distal end of the handle cannula. It appears that during use the device became damaged along the working length, which led to resistance at the handle. The resistance at the handle most likely caused the cannula to bend and break. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).